Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the actual device was not received for evaluation, however performance data was collected from the device and analyzed and analysis revealed a memory problem with data storage. Parity errors, likely due to the radiation being received by the patient, are recorded on the por tab of the translation file. Ten parity errors are recorded, no full por is recorded. These parity errors appear to have occurred in early (B)(4) 2011.

Event description:
It was reported that after radiation to patient chest area, the device showed an invalid message on carelink reports and "???" In data fields on the programmer at interrogation. The device remains in use. No patient complications have been reported as a result of this event.